Event description:
The customer stated they had received a new rubella reagent lot and tried calibrating on the axsym analyzer. The rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high. The abbott customer technical advocate asked the customer to centrifuge the calibrators and recalibrate. A follow-up with the customer confirmed centrifuging the calibrators resolved the issue. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.